Manufacturer narrative:
Retainer ring = black. Ngp customer returned device for an alleged audio anomaly and cosmetic damage at the retainer ring on event date december 16, 2019. Device received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Unit passed the self test. Received pump with audio turned off in settings. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Removing battery alarmed insert battery. No audio/vibrate/absence of alarm anomalies noted during testing. Device history and trace files downloaded successfully using thus software. No alarms, alerts or anomalies noted during testing or in device download history. Device was cut open to perform visual inspection and found evidence of moisture damage on the force sensor. During visual inspection the following were noted: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, cracked case - corer of belt clip rails, cracked case (battery tube), battery tube threads - cracked, broken belt clip rails, label damage (stained serial number label), broken reservoir tube lip, corroded battery tube and detached retainer in summary, customer allegations for cosmetic damage confirmed at detached retainer and audio anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio error. Customer's blood glucose value was unknown. The device will not be returned for analysis.